Manufacturer narrative:
Date of event: used the first date of the month of notification date as no information was provided. Device evaluation by MFR: synergy xd mr us 2.50 x 12mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a shaft break at 28cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on 29-mar-2023. It was reported that crossing difficulties were encountered. The patient underwent percutaneous coronary intervention (pci) of the 75% stenosed target lesion located in the moderately tortuous and moderately calcified coronary artery. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment but could not cross the lesion. The procedure was completed with a smaller size stent. No patient complications were reported. However, returned device analysis revealed a shaft break at 28cm distal to the distal end of the strain relief.